Event description:
Patient was receiving a cosmetic skin treatment using the lumenis ultrapulse deepfx laser for skin tightening and other cosmetic reasons. The m.d. Giving the procedure used a laser energy setting of 50, 2 1/2 times the level recommended by lumenis. This resulted in deep burns (approx 80 in all) which were 1/8 inch square and 1/8 inch apart on the cheek, jawline, cheeks and eye area. An open wound 4 inches by 1/4 inches and eye area became infected. Patient experienced severe pain, swelling, and inflammation. Patient contacted the lumenis corporation 5 times seeking to make an injury report and seek assistance and was told lumenis cannot talk to patients under any circumstances. After a difficult two months of healing, the wounds have formed large scarred areas which will most likely be permanently disfiguring. Jaw/neck area is covered with depressed hypopigmented scars, the eyes are distorted by visible scarring and the neck is covered with pea sized scarred bumps. A large atrophic scar is on the cheek by the ear. Patient will require surgical excising of several of the larger scars on the cheek and eye area. Treatment has been estimated to take up to three years with an unk amount of recovery. Most likely significant amounts of disfiguring will be permanent.